Event description:
It was reported by the clinician that they have encountered an incident with the following medical tubing. The last breakage caused a severe cytotoxic spill and contamination of a pt. No further details are available at this time.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports lancet is protruding from multiclix device cap. No adverse event reported. A request was made for the return of the product.